Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge intermittently displayed multiple, inaccurate fill estimates. Reportedly, after filling a cartridge with 300 units, the insulin gauge displayed an initial fill estimate of 50 units. There was no impact to the customer¿s blood glucose level. As the reported events occurred in the past, tandem technical support was unable to perform troubleshooting to determine a cause of the reported issues.